Manufacturer narrative:
The device was not made available to the designated complaint unit. Thus, visual inspection could not be performed. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review identified similar events. Functional inspection was performed by the service team when the system was returned to okc for service. It was found that when the system was serviced, there was no evidence of the e2 error. It was reported on the field report that the only way of clearing the error was by rebooting the system and the drill used with the system was not swapped. This is indicative of a false anspach e2 error, when the e2 error (which typically indicates a jam) presents itself without a jam and can only be resolved with a system reboot. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is likely due to a supplier/raw material fault.

Event description:
It was reported that during a demo, an e2 error occurred requiring  system reboot. It occurred immediately when the footpedal was pressed the first time entered cutting. The drill could spin freely by hand, drill was disassembled and reassembled. Unplugged and plugged the drill back in. No backup drill available. Switched to manual mode. System rebooted and the error did not appear. Per investigation, the e2 was caused by the console and not the drill.